Manufacturer narrative:
The agent reported revision surgery due to tigjht. Complaint has been evaluated and is similar to report number 1644408-2020-01086; 342-12-708 , s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to tight/loss of rom.